Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) had a decrease in r-wave measurements and a loss of pacing capture. It was further reported that the patient rarely requires pacing therapy. Review of the electrograms noted no oversensing and the physician was unable to produce any oversensing with non-invasive maneuvers.